Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient fell, and since then they are having a burning sensation and pain at their implantable neurostimulator (ins) site in their lower lumbar area. The patient went to the emergency room and had an x-ray done, but the x-ray did not show anything. It was noted that the patient turns their device on and off, and currently their stimulation is on. It was also mentioned that the patient was reprogrammed 6 months ago. The patient's issue started a month and a half ago. The patient was to follow up with their healthcare provider. The patient was implanted for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.